Event description:
Customer reported via phone call to have moisture under display screen. Customer reported that insulin pump was dropped often. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump received minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.